Event description:
Philips received a report from a customer that a female patient was positioned head first prone, and scanned with the sense flex m coil for an mr examination of the left elbow. Both hands were positioned above the head. It was confirmed later that the patient sustained necrosis of the skin on the thumbs of both hands with a size of approx. 1.5cm

Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.